Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced bgl of 500 mg/dl. Pt. Was taken to the hospital and admitted with the diagnosis of dka. Patient made note of the fact that the v-gos gray indicator didn't move after 24 hours. Gray indicator wouldn't move after 24 hours as designed. Contributing causes are unknown. Devices not available.

Event description:
Type 2 diabetic on vgo for one year, currently on vgo 20, reported to valeritas customer care that she had hyperglycemia. Patient also expressed that the grey indicator is not moving after the 24 hour period. Ae assessor spoke with the pt. For further investigation of this report. Pt. States that her bg on vgo was over 500 and she became confused, lethargic, had polyuria, polydipsia and began vomiting. Pt. Was taken to the hospital and admitted on (B)(6) 2017 with the diagnosis of dka. Pt. States she was discharged from the hospital on (B)(6) 2017 on the vgo with bolus per sliding scale. Bg is reported as in the upper 100 range at this time. Pt. Reports that prior to the hospitalization and confusion, she noticed the vgo grey indicator had not moved after 24 hours of use. Pt. States she has been using vgo for "a while" so she knows she engaged the vgo needle. The vgo the pt. Was wearing at the time of the event was disposed of and is unavailable for technical review.

Manufacturer narrative:
Date of the report: date corrected. Initial reporter corrected. Health professional - no- checked. Occupation: patient identified. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.